Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low amplitude measurements. Boston scientific technical services (ts) discussed programming options. The lead remains in service. No adverse patient effects were reported. Additional information was received mentioning that the lead has continued showing noisy signal over sensing. Also, the patient passed out. The origin of the lead noise has not been identified but a lead-on-lead noise has been suspected as it is difficult to reproduce. Clinician states the patient has been brought in multiple times for isometric and pocket manipulation evaluation and each time nothing is reproducible. Technical services states the patient is currently 0% rv paced and only non-sustained ventricular tachycardia episodes are stored so the noise is very short duration. Clinician going to continue to monitor. Lead measurements are within normal limits. The rv lead remains in service. No additional adverse patient effects were reported.